Event description:
It was reported by service report that the footboard panels were dry and crumbling. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
(Result) - damaged footboard. (Conclusion) - service tech indicated that harsh chemicals most likely caused the material to be dry and brittle.